Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that at first, there was a lot of tissue swelling from their surgical procedure and that it got better, but then they had an additional procedure, a bulkamid procedure, on (B)(6) 2024, and since that time, they thought they hadn't quite been able to settle their bladder symptoms down and they were finding that the therapy wasn't working as well as it had been before. The patient stated the trial was way over 50% effective and that they knew the device was effective for them, but they just needed to find the right program. Patient services reviewed device description/function and therapy expectations with the patient. Patient stated the therapy was controlling their bowels very well, which they weren't trying to control and weren't really having an issue with but since the procedure on (B)(6), they didn't feel like the therapy was doing the job of controlling their bladder as well so they were thinking if they tried another program, maybe it would hit more towards their bladder control. Patient stated their physician's assistant (pa) at their healthcare provider's (hcp) office had told them they could switch programs if they needed. Patient services reviewed stimulation and programming considerations with the patient and the patient was going to make a change to their program and monitor their symptoms. Patient stated the medtronic representative that was in the operating room had told them to go up until they felt "a kind of a tightening feeling" and then they could go back down 1/10th and that would be a good place to leave it. Patient to monitor their symptoms and continue to follow up with their hcp. Patient noted they would call back if they had further questions. Documented reported event. No further action was taken by patient services. Patient's relevant medical history included the patient stated their bladder symptoms were also impacted by their interstitial cystitis (ic) which was "at least medium to severe" and any little thing from the ic could "upset the whole apple cart" and could "totally knock everything out of whack." Patient stated that stress would certainly be enough to knock everything "out of whack".